Event description:
It was reported that post a da vinci gyn procedure on an unspecified date, it was discovered that the patient sustained an injury to her ureter. The patient underwent corrective surgery to have the damage to her ureter repaired. No other information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. There was no allegation by the hospital that a malfunction of the da vinci surgical system, instruments and/or accessories occurred during the planned procedure. Isi has contacted the hospital's risk management to gather additional information regarding the reported event; however, as of the date of this report, no additional information has been provided. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: post a da vinci gyn procedure, it was discovered that the patient's ureter was damaged, requiring the patient to undergo corrective surgery to repair the damage. However, at this time the cause of the patient's ureteral injury is unknown.